Event description:
The pt experienced shocking and jolting sensations along with burning and pain following exposure to high levels of emi at the rail yard she worked at. She felt these sensations only while at work. Reprogramming was unsuccessful. The pt changed jobs. No further info was reported.